Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to customer's blood glucose level. Upon follow up, the pump successfully began charging after leaving the pump plugged into the power source.